Manufacturer narrative:
One level 1 hotline low flow system was received with a stained float switch, the pump was noisy and vibrating, the water tank in the enclosure was stained, both covers were scratched up, the line cord was worn and the pole clamp handle was broken. The water tank was filled, a temperature check was attached, the line cord was plugged in and the device was turned on. The reported issue was unable to be confirmed. The noisy pump was replaced.

Event description:
Information was received indicating that a smiths medical level 1 hotline low flow system was not reaching temperature and the motor stopped. There was no reported adverse event.